Manufacturer narrative:
On an unreported date in ¿the beginning of (B)(6)¿, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On unreported date(s), the patient began treatment for the peritonitis with vancomycin along with one other unknown intraperitoneal antibiotic (doses, frequencies and routes were not reported) and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.